Event description:
It was reported the patient was admitted to the emergency department for bradycardia and chest pain symptoms. The implantable pulse generator device had lost telemetry and output function approximately two weeks after reaching elective replacement indicator (eri). The patient had declined device replacement during a visit nine days after the device had reached eri. The device was replaced and discarded by the customer and will not be returned for analysis. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 5092, implantable pacing lead, (B)(6) 2006. (B)(4).